Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the g1 board failure which occurred the reported phenomenon, no turning on of the subject device. In addition, it was found the qb board failure which resulted no image from dvi2 port. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, omsc determined there was the possibility these phenomena were attributed to each following causes; the g1 board failure occurred that the subject device could not turn on. The qb board failure occurred that no image from dvi2 port. The causes of the failures of those boards, g1 and qb could not be identified. However these might have occurred due to aging deterioration passing more than 7 years since manufacturing the subject device. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned on during preparation for use. The occurrence date of the event is unknown. There was no patient injury associated with this report.